Event description:
A physician reported that following cataract surgery with an intraocular lens (iol) implantation, there was myopic shift of 1 diopter occurred immediately after lens implantation. This caused the patient difficulty seeing far and near. The lens was exchanged after the initial implant procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint could not be confirmed. Intraocular lens (iol) returned in a sample container. Solution is dried on the iol. The haptics are slightly deformed. The optic is cracked and scratched/marked-rejectable. Additional information: company 11.0d iol was replaced with company 10.0d iol. The root cause for the reported complaint could not be determined. The exchange from a 11.0d iol to a 10.0d iol, may suggest that the replacement lens was an improved choice for the patient's vision needs. The product history records confirm that the product met release criteria. The manufacturer internal reference number is: (B)(4).